Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was to get MRI information. The caller indicated that the patient claimed that the device was turned off and the implanted system doesn't work anymore. The caller indicated that the patient claimed the system wasn't charged and has not been charged in a while. The caller was an MRI tech and did not have further details about the issue with the device. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information with the caller. Additional information was received from the hcp again two days later reiterating at their reason for call was MRI tech reports patient (pt) said the device was not working. Pt said he stopped charging shortly after implant because the device was not working. MRI tech had no additional event information. Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information was reported that the device has been turned off since (B)(6) 2016 or around then. The circumstances that lead to the device not working was the patient fell and the lead migrated down into tissue that was not supposed to be stimulated. There isn't anything to be done expect to go through surgery again to place it correctly. The patient had opted out of that as when the device was working it wasn't to how the patient wanted it to effectively help them. The patient may have the device removed this year.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that there was an x-ray taken of t he patient and it was confirmed that the lead had migrated laterally. No course of action had been taken or planned at this time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient felt a pinching sensation when the device was on. The rep stated that only the left side 0-7 is programmed. They are using the bottom electrodes for foot pain. The patient thinks a fall caused this issue. The rep was asked to reprogram the left lead by going up. It is suspected that there is a lead migration from the fall. All symptoms were located in the spine where the leads are located.